Event description:
Review of the physician's second tablet data revealed that the two interrogations approximately five minutes prior to the observed low output current warning indicated that the device was able to deliver the intended output current.

Event description:
It was reported that a low output current message was observed on the patient's vns. It was stated that the impedance values were within normal limits and the battery status indicator was at 75-100%. The tablet data was received and reviewed by the manufacturer. After applying ohms law , it is expected that the device would be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. No additional relevant information has been received to date.